Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex urinary diversion ureteral stent, when the device was unpacked and opened, it was discovered that part of the stent was detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. (B)(4)

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex urinary diversion ureteral stent, when the device was unpacked and opened, it was discovered that part of the stent was detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''good.''

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex urinary diversion ureteral stent revealed that the stent was broken at 15.3 cm from the renal pig tail tip section. Additionally, a kink was present on the renal pigtail of the stent. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opened the packaging.